Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving a service code 102 (charge profile fault). Zoll customer support contacted the patient and issued him a replacement monitor.